Event description:
It was reported the patient received several inappropriate shocks over a couple hour period. T wave oversensing was exhibited on the ventricular lead. It was noted the patient was ischemic. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted in the right ventricle. The high voltage portion of the lead remains in use. It was also reported the device demonstrated abnormal battery depletion. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted in the right ventricle. The high voltage portion of the lead remained in use. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device was analyzed and revealed oversensing, four ventricular non-sustained tachycardiac episodes less than or equal to 218 ms occurred on (B)(4) 2012, and three ventricular fibrillation episodes less than or equal to 210ms on average ventricular cycle occurred on (B)(4) 2012. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.